Event description:
Information received indicates, the brake/steer caster will not hold in brake.

Manufacturer narrative:
The technician found the brake pad would not hold against the tire on the brake/steer caster. The technician replaced the brake/steer caster to repair the bed.